Event description:
It was reported that the patient presented in clinic for an follow up. Upon the interrogation, it was noted that the right atrial (ra) lead and right ventricular (rv) lead exhibited noise oversensing. Programming changes were made. The patient was stable throughout.